Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) oversensed atrial events on the ventricular channel which resulted in pauses in pacing.